Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation performed by the legal manufacturer. The exact cause of the reported problem cannot conclusively be determined, however, the problem can be attributed to user error, improper handling and or application of excessive force. The physical device evaluation confirmed the customer¿s reported problem the objective lens at the distal end of the scope is damaged. The inspection also noted (non-reportable defects) the internal lens is damaged attributing to a blurry or foggy image, foreign particles under the cover glass, and the image has reflections. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
It was reported to olympus that a telescope was sent in for repair by the customer. It was reported that the lens was bent and black fragment was found inside the lens during estimation of the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.